Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead was capped due to a product performance issue.

Manufacturer narrative:
On 1/10/17 update: the lead was capped and replaced due to noise on the lead. There was no documented pacing inhibition for this patient but he did say he felt light headed at times, but no allegation of oversensing and no evidence of pacing inhibition.